Event description:
Contact reported that 5-months post-op the pt needed to have a second arthroscopy. Two of the four mitek cufftack anchors implanted were found to be broken in the joint. The pieces were successfully removed. As surgical intervention was required mitek is filling 3500a to document this event.